Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("severe bleeding"), ovarian cyst ("ovarian cyst"), idiopathic intracranial hypertension ("pseudotumor cerebri") and migraine ("severe migraines"). The patient was treated with surgery (essure removal by oophorectomy and total hysterectomy in (B)(6) 2021). At the time of the report, none of the outcomes for these events were known. The reporter considered genital haemorrhage, idiopathic intracranial hypertension, migraine, ovarian cyst and pelvic pain to be related to essure administration. The reporter commented: no more than one essure related surgery, no ectopic pregnancy, no infection with IV antibiotics, no abscess, no sepsis, no blood transfusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 22-apr-2022: pfs received and the follow information were include consumer's reporter updated, new lawyer's reporter, patient's details, start and stop date, genital bleeding, pseudotumor cerebri, migraine, previous event adverse event nos was upgraded to pelvic pain female, seriousness upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("severe bleeding"), ovarian cyst ("ovarian cyst"), idiopathic intracranial hypertension ("pseudotumor cerebri") and migraine ("severe migraines"). The patient was treated with surgery (essure removal by oophorectomy and total hysterectomy in (B)(6) 2021). Essure was removed in (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, idiopathic intracranial hypertension and migraine outcome was unknown. The reporter considered genital haemorrhage, idiopathic intracranial hypertension, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: no more than one essure related surgery, no ectopic pregnancy, no infection with IV antibiotics, no abscess, no sepsis, no blood transfusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.